Event description:
It was reported by the patient that he had a catheter revision. No symptoms or reason for the revision was reported. That type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine was used in the pump and that there was a catheter replacement. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.